Event description:
A discrepant result when compared to a lab. The reported device result was 2.8 inr. The corresponding lab result reported was 2.12 inr. The device was replaced and requested to be returned for eval.